Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vision valve was chosen for a procedure using a large flexnav delivery system. The length of the membranous septum was 3.4mm. There was calcification was observed under the left coronary cusp (lcc). During the valve implantation, the patient developed complete atrioventricular block (cavb). The valve was implanted after one recapture. The final implant depth was 3mm on the non-coronary cusp (ncc) and 3mm on the lcc. After the implant, due to persistent cavb at the time of operating room exit, a temporary pacemaker was placed, the patient was transferred back to the intensive care unit (ICU). The patient was reported stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of complete atrioventricular block during valve implantation was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported heart block could not be determined. The unexpected medical intervention is a result of case-specific circumstance as a temporary pacemaker was placed. The patient was reported as stable. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.